Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the pump was beeping, blinking, experiencing insulin flow blockage, a keypad anomaly, white display, and flashing the medtronic logo. The customer stated that the pump had been exposed to moisture from the beach. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-442ag, and mmt-1884l. Troubleshooting was performed for the flashing medtronic logo, keypad anomaly, and the serialized device was replaced. The pump exposed to change in altitude. Troubleshooting was performed for the insulin flow blocked alarm, and it's a current event. Troubleshooting was partially performed for the vibrate anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-342 and mmt-442ag. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo with constant tone. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test or verify unresponsive button, insulin flow block and downloads due to flashing medtronic logo. Unable to download history files and traces using thus due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, label damage, missing display window/cover and pillowing keypad overlay. Flashing medtronic logo was observed during analysis due to moisture damage on [pcba 1 / pcba 2 / force sensor / motor] / [isolated to electronic stack]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.